Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received hem. If either the meter or stirps are returned, lifescan will evaluate it/them and, either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the meter was reading inaccurately erratic. The pt reported blood glucose results of "288, 358, and 404 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl for lfs precision testing criteria. At the time of troubleshooting, it was noted by the customer service advocate that the test strips were in good condition. The cleaning of the puncture area and the testing technique was correct at the time of testing. The unit of measurement was set correctly to mg/dl and the code on the meter matched with the code on the test strips vial. The pt does not have the correct control solution at the time of testing. There were no allegations of harm or injury. The patient's products are being replaced.